Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited high out-of-range pacing lead impedance measurements greater than 2,000 ohms in all configurations. All other measurements were good so the physician decided to use the lead as is. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.